Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for three days due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer also stated that the buttons were harder to press. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by intravenous fluid insulin drip and bolus and manual injection. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.